Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functional tests. However, the insulin pump had no escape button or bolus button response due to flattened dome switches. No button error alarm was noted. The insulin pump was also received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported, the customer received a button error alarm and a motor error alarm. The customer's blood glucose was 155 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.